Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. The customer raised and lowered the forceps elevator three times by turning the elevator control lever while the immersion and the aspiration. No abnormalities in the accessories used in reprocessing. The customer brushed the forceps elevator. The forceps elevator was flushed with detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the duodenovideoscope's tip cover could not be removed or separated. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object on the forceps stand. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed as the complaint was not reproduced. The device evaluation found that due to wear of angle wire, bending angle in up direction did not meet the standard value. The suction cylinder was shaved. The forceps channel port was shaved. Image guide protector had a scratch. The scope cover plate was detached. The forceps elevator lever had a scratch. The forceps elevator knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The switch box had a scratch. The suction connector had a scratch. The universal cord had a scratch. The grip had a scratch. The control unit had discoloration and a scratch. The electrical connector had discoloration due to water leakage. Adhesive on bending section cover had a crack and a chip. The scope cover had a scratch. The plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.